Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and high shock impedances out of range. Technical services (ts) discussed troubleshooting options as the lead has been implanted for twenty one years. At this time this rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this rv lead was surgically abandoned and replaced due to noisy signals oversensing, high shock impedances out of range and a possible fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and high shock impedances out of range. Technical services (ts) discussed troubleshooting options as the lead has been implanted for twenty one years. At this time this rv lead remains in service. No adverse patient effects were reported.